Event description:
It was reported that the footend hydraulics were not functioning properly upon receipt, the foot end jack wouldn't pump up. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Eval result: connecting bar.